Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit, and field data review. Returns were not requested as the falsely elevated result was only observed in the initial test and could not be repeated in the retests. Therefore, the erratic initial result cannot be further investigated. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 69217ud00, however, no increase in complaint activity was identified for list number 08p13. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 69217ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 69217ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <26 ng/l): (B)(6) 2025 sample ID (B)(6) initial result = 275 ng/l, (B)(6) 2025 the same sample was repeated with sample ID # (B)(6) and result = 2.1 ng/l, repeat result on another alinity ai04387 = <1.6 ng/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <26 ng/l): (B)(6) 2025 sample ID (B)(6) initial result = 275 ng/l, (B)(6) 2025 the same sample was repeated with sample ID # (B)(6) and result = 2.1 ng/l, repeat result on another alinity (B)(6) = <1.6 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525. All available patient information was included. Additional patient details are not available.